Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a part of the luer lock had broken off the single use aspiration needle. As a result, the tip of the needle perforated the guiding tube and subsequently resulted in a needlestick injury to the user. This occurred during a bronchoscopy with endobronchial ultrasound examination, when lymph node material was collected. During the subsequent transfer of the material from the aspiration needle into the specimen container, performed outside the patient, the connection between the needle tube and the needle slider detached. As a result, the needle tube shifted proximally out of the needle slider, causing the distal end of the needle to dislocate proximally into the guiding tube. Because the needle tip was positioned proximally relative to the metal-reinforced distal end of the guiding tube, the needle perforated the guiding tube while attempting to transfer biologic patient material into the specimen container. There was no reported harm to the patient. No patient infection as reported. Attempts to obtain additional information were unsuccessful.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to the following fields: d8, d9, h3, h6, & h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The insertion portion was buckled and pierced at the distal end, and a hole on the outer tube was observed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that excessive force was applied during syringe connection, causing breakage of the aspiration port or syringe. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle became caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by applying force to the operating portion. Olympus will continue to monitor field performance for this device.